Event description:
End user was sitting on rollator in bathroom doing her hair and the wheel broke off the frame. This caused the end user to fall, hitting her head and landing on her side. There is a cut by her eye. End users care taker is bringing her for medical attention but has not yet left at time of this call. Care taker said that end user does not move or scoot around when sitting in the unit, she knows how to use it to properly. Only uses it to aid in walking or to sit on. Event just occurred, going to get her checked out after call. Said his mom was sitting in the bathroom brushing her hair. End user ended up going to (B)(6) emergency room yesterday. Had CT scans and xray done. Did not provide results, just advised they were done. Care taker called back in. There were no broken bones and the cut near her eye did not need stitched but did need steristrips. End users care taker called back in, wanted to advise that there are possible hairline fracturs to the ribs.